Manufacturer narrative:
Service was offered by bci to investigate this event and the customer declined it. A bci field service engineer (fse) did not evaluate the instrument. Upon troubleshooting the customer discovered there was no htsh reagent pack onboard system. The customer properly loaded the htsh reagents and repeated the testing for the samples in question and the results were in the normal reference range. Customer error is the root cause for this event. This is one of two separate MDR reports related to two patient events associated with a single malfunction report. Reference MDR numbers 2122870-2011-06299, 06301 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low hypersensitive human thyroid stimulating hormone (htsh) results generated on the access 2 immunoassay system for two patients. The patient samples were retested and the results were within the normal reference range. A corrected report was sent outside the laboratory. The initial erroneously low results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.